Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient obtained erratic blood glucose readings ranging from 40 mg/dl to 400 mg/dl. During this time period, the patient experienced the symptoms of ¿being peppy¿ and tiredness. The reporter did not provide any further details about this event. The technical service representative contacted the reporter to obtain information and to troubleshoot the pump; however was unable to reach her by telephone. The issue was not resolved. No further information was provided about the patient¿s status, treatment, or pump. The patient allegedly suffered blood glucose levels suggesting severe injury while using the pump; therefore this complaint is being reported.